Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe stopper separated from the plunger. The following information was provided by the initial reporter, translated from french: "the silicone stopper has become dislocated from the plunger: syringe unusable."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe stopper separated from the plunger. The following information was provided by the initial reporter, translated from french: "the silicone stopper has become dislocated from the plunger: syringe unusable."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-mar-01. H6: investigation summary: one loose 3ml syringe (p/n 309658) and an open blister pack from batch #1012436 were received. The sample was visually evaluated. It was observed that the stopper was not correctly seated upon the plunger inside the syringe barrel. Upon removing the plunger/stopper assembly damage was observed on and just below the plunger rod tip. The observed conditions were non-conforming per product specification. Potential root cause for the insecure stopper and plunger damage defects are associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ tip syringe stopper separated from the plunger. The following information was provided by the initial reporter, translated from french: "the silicone stopper has become dislocated from the plunger: syringe unusable."